Manufacturer narrative:
Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been 13 other similar events for the reported lot all related to the same issue. This event is deemed to be a manufacturing issue. Manufacturing nc was issued on 15 aug 2025 for this event. This MDR is for the catalog and lot number on the box and label (0580-1-442, lot a00976), which did not correspond to the catalog and lot number laser marked on the stem (0580-1-352, lot g8754849).

Event description:
This MDR is for the stem implanted on (B)(6) 2025. When I was following up on product field action responses, a customer noted that their two stems were already implanted into patients. Both surgeons were satisfied with the outcomes of the procedures and have not reported any issues related to the size of the implants; no negative impacts noted by the patients. Date of implants were (B)(6) 2025 & (B)(6) 2025 - the pfa and communications to customers were sent on (B)(6) 2025. From the customer (lead theatre practitioner): "the exeter v40 stem was implanted on (B)(6) 2025 and again on (B)(6) 2025. I have confirmed with both surgeons that they are satisfied with the outcomes of the procedures. Furthermore, they have not reported any issues related to the size of the implants, nor have there been any negative impacts noted by the patients at this time."